Event description:
Patent reported that they "found lumps on their left breast too that are painful," "concerned that the left implant has also ruptured," and "suffers from anxiety." Patient additionally reported the following events which have been deemed not related to the device: ¿post-natal depression¿ and "body dysmorphia, which leaves them feeling worried and with a tight chest." Affected side is left. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.